Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they insulin pump had blank display and it was not coming on. Customer experienced high blood glucose of 400 mg/dl but customer did not use insulin pump within 48 hours of high blood glucose event. Customer stated that customer performed troubleshooting but display did not return after restart. It was unknown whether the customer was using unknown .customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.